Event description:
It was reported that the patient's procedure was presented via a hospital implant registration form. The right ventricular (rv) lead was having an unspecified sensing issue. The rv lead was explanted and replaced. The patient was stable.